Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a balloon rupture was noted on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, the 2.5 x 12 mm trek dilatation catheter was inflated. It was noted that the balloon would not hold pressure; however, the trek dilatation catheter was able to successfully pre-dilate the target lesion. The device was inflated two times, to 12 atmospheres each time. No additional dilatation catheter was needed and there was no adverse patient effect. No additional information was provided.